Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. (B)(6).

Event description:
The event involved a chemosafelock bag spike, and it was reported that leakage was observed during infusion. The patient receiving therapy for esophageal cancer, leakage from the bag spike was observed during administration of the anticancer drug. Three (3) actual samples were received. When they applied pressure to the in-house saline bottle after connecting it to the samples, leakage was observed at the connection between the body and the spike in all three (3) samples. When they applied rotational force to the body of all three samples, the body got detached in two (2) samples. There was patient involvement, and no patient harm.